Event description:
It was reported that an x-ray taken 3-months out showed that charite sliding core had migrated out anteriorly. Surgeon operated to remove the charite disc and implant a mesh cage and hardware. As surgical intervention occurred an MDR is being filed to document this event.